Event description:
Pt presented to office on 2/5/99 with non-capture, non-sensing in bipolar. Only sign or symptom was "fatigue" per pt. Bipolar lead impedance was found to be low (approximately 120 joules). Function was restored in unipolar with measured lead impedance on 2/17/99 of (approximately 340 joules). A lead function was normal. Pt was referred to the center for ventricular lead replacement which is currently scheduled for week of 2/22/99.